Event description:
The intravenous (IV) tubing in use was noted to have a hole where it was clamped. It was leaking a small amount of blood and saline. Tubing was replaced and the patient was not harmed.what was the original intended procedure?administration of IV fluids.device #1is this a laboratory device or laboratory test?no.